Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Packaging analysis: complaint indicated that the trocar housing was bent, the device tips deformed, and that the device tip "created a hole in the primary packaging." The primary package was returned and damage to the package was confirmed. Holes were present in the top and the bottom package materials and would align with the tips of the trocar and sleeve if they were inside the package. The damage to the package is not consistent with damage that could potentially occur in-process such as resulting from a in jam in the packaging equipment. There are other areas of the package that contain stretch marks and indentations consistent with excessive handling of the package while it was outside of its carton. The device assembly requires a white packaging protector to mitigate potential damage to the package but this component was not returned with the sample. It is unknown if the protector was present on the device when the observations were noted by the customer. The packaging equipment where this product code is packaged uses an automated inspection system that inspects for product presence. The system is validated to inspect for and reject packages which are missing components. In particular, the system inspects for presence of the white packaging protector. In addition, all primary packages undergo a 100% inspection process where gross defects such as those exhibited in the returned sample (i.e. Holes in package and potential missing protector) would have been identified. As a result, it is highly unlikely that the device assembly was packaged without the protector. It is suspected that the damage to the package occurred external to the packaging facility. As it appears that the device exhibits damage as documented by the customer, the sample will be sent to the assembly site for evaluation of the device. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product. Device analysis: the analysis results found that the b12xt device was received outside of its sterile package, the white tip protector was not returned; the tip of the sleeve was found to be melted and the clear lens of the obturator were also melted. The melted section of the sleeve and obturator followed the same pattern. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device analysis additional information: batch # k90j5e, expiration date: 02/2018, manufacturing date: 03/2013.

Event description:
It was reported that before a robotic hysterectomy procedure, the packaging was opened and the trocar was noted to be damaged. The tip of the device appeared to be melted and deformed. The trocar housing was noted to be bent. The damaged tip created a sharp point and created a hole in the primary packaging. There was no patient involvement.